Event description:
A cracked and shattered touchscreen was reported, preventing interaction with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to multiple daily injections for insulin therapy while a replacement pump was arranged. Customer technical support confirmed shipment details, provided necessary instructions for storage and return, and dispatched a new pump with updated software, ensuring continuity of insulin delivery.